Manufacturer narrative:
After additional review, the report sources should be corrected to company rep and health professional for the initial regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient had back pain. No further information was reported

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a trial patient. Information was reported that the physician stated the lead stylets felt gritty when inserting and removing during a lead revision. It was also noted that the lead was catching on its exit from the curved tip needle and then had then had difficulty in removing from the needle, even after removing the needle from the patient. This did not occur with the straight tip needle. The physician was able to place the lead with the straight tip needle. The physician also complained that the prongs in the 0-7 channel were so narrow that he was unable to insert the lead in the wireless neurostimulator (wens). The physician used 8-15 for intra-operative testing instead of 0-7. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Correction to serial number: the lead with the product issues was lead serial# (B)(4) (not (B)(4) as previously reported). Analysis of the lead serial# (B)(4) found the stimulator lead/body/conductor was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause for the patient's lead revision was that the patient had high impedances on multiple contacts. The patient later stated that it was potentially due to a number of instances where they were performing physical activity that may have damaged the lead. No further complications reported.